Manufacturer narrative:
Correction: h6 device code. The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. The images included in the blueprint planning documentation do not provide sufficient information to identify a root cause or confirm the reported event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient¿s glenoid cracked during the primary procedure, requiring conversion to a hemi implant at that time. The current revision surgery is planned to remove the hemi head and proceed with the originally intended reverse shoulder procedure.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
The patient¿s glenoid cracked during the primary procedure, requiring conversion to a hemi implant at that time. The current revision surgery is planned to remove the hemi head and proceed with the originally intended reverse shoulder procedure.